Event description:
It was reported that the patient presented for an implant procedure. After deployment, it was noted that the helix of the right ventricular lead was bent. The lead also exhibited high capture threshold with extreme varying impedance. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were a helix damaged, inadequate capture, and low voltage impedance. As received, a complete lead was returned for analysis. The reported event of a helix damaged was confirmed. Visual analysis noted the helix was extended and bent. X-ray confirmed the helix was bent / damaged as received consistent with procedural damage. The reported events of inadequate capture, and low voltage impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.